Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+1.0/095 (sphere/cylinder/axis), tore during loading and there was no patient contact. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).